Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. When the device is returned the complaint will be reopened. The complaint cannot be confirmed for sheath separation because the sample was not returned for assessment. In the absence of the sample and any additional information regarding the case, no conclusion can be drawn. The likely root cause of the sheath separation is that the sheath experienced high tensional forces when being pulled out from the artery, causing it to tear. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the and design failure mode and effects analysis (dfmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during the case a 6 french destination sheath catheter was deployed. The sheath catheter was being removed at the end of the case to then deploy a 6 french angio-seal. During the removal of the destination sheath malfunctioned and the inner portion unraveled. The sheath was eventually removed intact, but this removal process aggravated the area and thus made it unsafe to continue with the deployment of the angio-seal. This added considerable time to both the post care of the access point with compression to the area and the amount of time the patient had to be conservatively managed.